Event description:
It was reported that the rv lead was explanted due to oversensing and varying high lead impedance from 500-2000 ohms. No patient complications were reported as a result of this event.